Event description:
During verification testing at the service center, the device intermittently did not sound an audible alarm tone.

Manufacturer narrative:
During testing, the device intermittently did not sound an audible alarm tone. This was due to a broken wire. The no audible alarm tone that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.